Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. It was noted that when the dilator was removed form sheath, there was blood/fluid dripping out of the sheath's hemostasis valve continuously. The physician went to flush and kept pulling a lot of air as well. Thus, a new sheath was used and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (contaminated).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.